Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of the incident. Another blood glucose level was 210 mg/dl. The customer was not feel ok to troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose. The customer was treated with manual injection. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer received open book image. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.